Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusions occurred. Reportedly customer was using insulin off label the customer's blood glucose level was 400 mg/dl a replacement pump was sent to the customer to resolve the issue.